Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have noisy rpms, damaged components, a loose control bar, the control bar was not in the correct position, the calibration was out at all readings, adjustment cams were not flush, spring pin was too high, ball plunger was not in the correct position, and the dowl pins were not flush. The set screws, lever, ball plunger, semi-circle shaft bearings, vespel sleeve bearings, fine adjustment cams, spring seal, external retaining ring, nut bearing lock, swivel, motor sleeve, motor, bearing spacer, dowel pins, planetary carrier, wave washer, planet gears, gear ring, ball bearings, eccentric shaft assembly, seal screw, dermatome hinge throttle gasket, poppet spring, planetary carrier, 4" width plate, and ss fh philips screws were replaced. The control bar was adjusted and resolved the reported issue. It was noted that the device was manufactured in 2022 and has not since been returned for annual preventative maintenance in accordance with IFU # 06001810406. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during pm, the unit needed a corrective repair. Inconsistent speed and damaged width plate were confirmed after final assessment. There was no patient involved. Due diligence is complete.